Event description:
It was reported that the device was explanted due to extended charge time.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the field report extended charge time anomaly could not be verified in the laboratory. The device's electronic circuitry was evaluated using both manual bench testing and using our automated electrical system. All device functional measurements were normal. No anomalies or issues related to extended charge time were observed.